Event description:
Nurse's aide was transferring the resident from her bed to the wheelchair via lift and the resident slipped out of the carrier due to the stitching coming loose on the canvas carrier and the resident sustained a minor injury. This lift was taken out of use in the facility and a rep of co was contacted and a preventative maintenance on the unit had been completed and a new replacement resident carrier ordered. The resident has been seen by her attending physician and her medical status is stable.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: end of life - premature. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.